Event description:
Related manufacturing reference number: 2017865-2023-11653. It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead and the pacemaker exhibited noise that was over-sensed. The right ventricular lead and pacemaker were removed and replaced. The patient was recovering after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. . The reported event of over-sensing was not confirmed. The pacer was received with battery near beginning of life level. Electrical testing, mechanical analysis, visual inspection, sensitivity evaluation and longevity assessment were performed and did not find any anomalies.